Manufacturer narrative:
It was reported that revision surgery to replace the magnet was conducted on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on december 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced magnet dislodgement. Revision surgery is planned; however, it is unknown if this has occurred as of the date of this report.